Manufacturer narrative:
This event was previously reported to the FDA on an alternative summary report (asr approval #: e2001015, 2016-04-30) and is now being submitted on a 3500a form by FDA request / because of newly received product information from results of the investigation. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the fit broke after coupling attempt. There was no patient injury.